Manufacturer narrative:
(B)(4)

Event description:
It was reported that the implanted catheter was exposed through the patient's recurrent skin breakdown. The pump and catheter were subsequently explanted.